Event description:
It was reported that during a mildly-moderately calcified, non-tortuous, mid-proximal, diagonal artery stenting procedure, a non-abbott guide wire was advanced. A xience xpedition 3.5 x 15 mm stent was implanted without difficulty and as a nc trek balloon dilatation catheter (bdc) was barely advanced into the patients anatomy for routine post-dilatation, there was contrast noticed distally to the implanted xience xpedition 3.5 x 15 mm stent. There was no edge dissection noted. Reportedly, the physician is unsure if there was a dissection or a perforation occurrence. The nc trek bdc was removed from the patients anatomy without issue and a graft master 3.5 x 16 mm stent was successfully deployed to seal the dissection/perforation. As the graft master was being removed, the stent balloon was used to routinely post-dilate the xience xpedition 3.5 x 15 mm stent. Another xience xpedition 3.5 x 23 mm stent was opened to stent the proximal diagonal artery but the physician decided the stent was too short and set it aside. Another xience xpedition 3.5 x 33 mm stent was used to stent the proximal diagonal artery to complete the procedure. The patient is in stable condition and the plan is to transfer to a bigger hospital in another city for observation. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Patient effect of perforation, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.